Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was not responding. The customer's blood glucose value was 133 mg/dl. The insulin pump was exposed to moisture. Customer reported the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. The time clock was advances. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response on act keypad due to moisture damage to keypad traces. Unable to verify missing segments due to keypad not responsive.